Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission revealed that the right ventricular (rv) lead had failed to capture. No intervention was performed. The patient was in stable condition.